Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at reservoir tube lip, battery tube threads and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer also had multiple no delivery alarms. Customer does use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 9.9 mmol/l. Nothing further reported.